Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Device is not expected to be returned for manufacturer review/investigation. Concomitant medical products: 2.7/3.5mm va lcp medial distal tibia plate/10 holes/left (part number 02.118.009, lot number unknown, quantity 1). (B)(4): the device broke postop and required a revision to remove the devices and the shaft of the screws were left in the bone. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported patient was implanted with a medial distal tibia plate, seven (7) distal variable angle (va) locking screws, one (1) 3.5mm cortex screw, and two (2) independent lag screws to repair a fracture of the left tibia on (B)(6) 2016. X-rays taken on unknown date revealed all ten (10) screws were broken and patient has a non-union. Patient was returned to surgery on (B)(6) 2017 where all hardware was removed. The shafts of all ten (10) broken screws remain embedded in patient bone. Surgery was completed successfully with no delay. Patient will be returned to surgery again for revision to new hardware after surgeon is confident there is no further risk of infection. Revision surgery has not yet been scheduled. Approx 10 devices in 3 part forms concomitant medical products: 2.7/3.5mm va lcp medial distal tibia plate/10 holes/left (part number 02.118.009, lot number unknown, quantity 1). This report is 2 of 3 for (B)(4).